Manufacturer narrative:
Catheter: model # 8709sc, lot# unk; implanted: (B)(6) 2011; explanted: unknown.

Event description:
It was reported that the patient who was recently implanted may have meningitis. The health care provider planned to test the cerebrospinal fluid (csf) on the day of the initial report and was considering reprogramming the pump to stopped pump mode. The pump contained morphine 10mg/ml. It was later reported that the patient experienced high fever. Several attempts at a lumbar puncture (lp) were made unsuccessfully due to the patient's history of a spine fusion. Attempts to access the sideport of the pump to obtain csf were made but the hcp was unable to do so due to "the patient's weight and swelling/seroma in pump pocket". The patient was being taken back to radiology on (B)(6) 2011 to make another attempt at an lp. The results and final outcome were unknown. A follow-up report will be sent if additional information becomes available.